Event description:
In 2008, the lay user/pt contacted lifescan alleging that his one touch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) was unable to reach the pt for more info; therefore, the following info was obtained from the customer care advocate's documentation. The pt stated that his meter had been reading "high" on ten days earlier, so he stopped eating: he reported a blood glucose result of "300 mg/dl (unspecified time) on his meter and no other results were noted. It is unclear why the pt would stop eating after obtaining his meter result. The next morning, on the next day, he reportedly developed chest pains and became very dizzy and lightheaded. It is unk how much time passed from the time he got the "300 mg/dl" to when he developed the symptoms and if he took any medications prior to the symptoms. By 11:30am, he went to the ER where he got a "67 mg/dl" blood glucose result. He was treated with an orange and a diabetic meal, admitted to the hosp, and released five days later. It is unk if the pt was being treated for any other health conditions when he was admitted to the hosp. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl" and an approved sample source was used; however, the cca noted that the incorrect techniques were used for testing. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly stopped eating in response to his meter reading and then developed symptoms. The pt claims he was treated with food and admitted to the hospital, though the full admission diagnosis was not provided.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.